Event description:
The manufacturer received information alleging a trilogy evo was alarming indicating the fio2 sensor had railed. There was no harm or injury reported. The device was not in patient use. The device was returned to a third-party service center, and those errors were noted but are not actionable error codes. Additional review of the downloaded event log revealed an o2 proportional valve stuck alarm. The device's oxygen blending module subassembly was replaced to address the issue. Additionally, an o2 regulation and low o2 inlet pressure alarms were observed. The oxygen blending module subassembly was replaced due to these errors also, although they would not affect the device's ability to deliver therapy as designed. The device's inlet foam filter and particulate filter were replaced per preventive maintenance protocol.